Manufacturer narrative:
B3. Date of event was unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medfusion pump had motor rate error. This is a high-priority error with the potential to stop the pump if the malfunction were to recur during patient use. There was no patient involvement.